Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that the nurse that refilled their pump told them that there was a record that the pump was shutting off. The patient confirmed the pump was not alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-18, information was received from the healthcare professional (hcp). Clarification regarding the pump shutting off was requested. The hcp stated, "the telemetry of the pump refill done (B)(6) 2025 shows a roller stall and recovery." It was requested if the cause of the issue had been determined. The hcp stated, "I am not aware of any cause such as an MRI." Actions / interventions that occurred were requested. The hcp reported that since the pump was not working, nothing was done. There is no explant planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.